Event description:
Through implant patient registry it was learned that a patient with a 23mm 8300ab aortic valve was explanted after an implant duration of 1 years, 4 months due to unknown reason. The explanted valve was replaced with a 23mm 11060a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6 based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a patient with a 23mm 8300ab aortic valve was explanted after an implant duration of 1 years, 4 months due to endocarditis and calcification. The explanted valve was replaced with a 23mm 11060a valve. Per medical records, the patient presented with fatigue, dyspnea, and chronic leg pain. The patient underwent redo-avr with a 23mm konect avc, mvr with a 31mm mitris valve, and pericardium patch repair. Post bypass tee showed that the valves were seated well with no pvl.